Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the customer experienced low blood glucose levels. Customer consumed juice to stabilize her blood glucose level. Customer went through troubleshooting with tandem technical support and pump passed delivery system check.